Event description:
During the removal of spinal hardware implanted in (B) (6) 2003 tips of four drivers and removal tools were broke off. This resulted in a delay to the case in excess of 30-min. The surgeon was able to remove the hardware and complete the case, and the broken tips were not left in the pt. Two of these drivers were depuy spine and mdrs are being filed to document this event. Device 1. See also: 1526439-2010-00014.

Manufacturer narrative:
Root cause appears to be material fatigue related to the application of atypical force on the drivers attempting to remove the hardware implanted 7-years ago.